Event description:
It was reported that during a shoulder cuff repair surgery after the hole preparation with the instrument, while implanting the screw 1/3 broke. The broken part was removed and the doctor re-open the hole to use another new same code product. There was a surgical delay greater than 30 minutes. No patient injury was reported.

Manufacturer narrative:
Foreign post code - (B)(4). One 4.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken above the suture eyelet the broken portion was not returned for examination. The break area is angular in nature. Examination of the inserter confirmed both tines are bent and twisted. Dimensional assessment of the anchors major diameter found it met print specifications. The condition of the device indicates it was subjected to excessive force during insertion. Per the device instructions for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Corrected information.

Event description:
It was reported that, during a shoulder cuff repair surgery, the screw 1/3 broke while implanting, after the hole preparation with the instrument. The broken part was removed and the doctor re-opened the hole to use another new, same-code product. There was a surgical delay greater than 30 minutes. No patient injury was reported.